Event description:
A peritoneal dialysis (pd) patient reported that the cycler screen was blank during step 7 of setup. The patient pressed ok, stop, and touched the screen but the screen remained blank. The technical support representative replaced the cycler due to the blank screen. The technical support representative advised the patient to contact their pdrn to inform them of the replacement. The patient does have manual supplies and will perform manuals in the absence of a cycler. Upon patient follow-up, it was determined the patient was able to complete treatment. No further issues were reported. No patient serious injuries were experienced, and no medical intervention was required. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection. An exterior visual inspection of the returned cycler showed no sign of physical damage. The touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found evidence of an internal short present on transformer (t1) of the ¿inverter board¿. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.